Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms significant wear and usage on the device. The device was manufactured in 2016. A dimensional evaluation was conducted and confirms the returned devices (4 different parts) are 5, 6, 8, 10 years old and exhibit signs of minimal wear/usage. 2 of the 4 parts are composite material which wear over time/usage. No visible signs of damage or anything broken. All parts mate together correctly with no issues. Determination of root-cause cannot be determined based on the returned parts and description provided. Attribute gages were used from ip/ID callouts and parts verified with no issues. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
While attending a short intertan nail for a neck of femur (nof) on a young female with stress fracture to inferior neck, it was found thickened cortices from long history of steroid use for immune disorder. A canal reaming was planned to accommodate 10mm 20cm nail. During the procedure, a short intertan nail was chosen, it was attached to drill guide (drill guide handle) and drop (125 rad drill gde drop) , the nail was introduced over ball tip guide wire. Proximal ics screw guide pin advanced using according drop, it was difficult to advance guide pin to 25mm tip apex (marked resistance). Lag drill (intertan lag screw drill) advanced over guide wire with much difficulty to the required depth (lag screw was tapped to get to the required depth). Black substance noted in flutes of drill. Then the compression drill (7.0mm compression screw drill) met similar resistance but could get the required depth. A distal locking was attempted through the intertan drop, it marked resistance using the drill. A lateral x-ray confirmed screw was not in the nail but posterior to it, screw removed and no further attempt to distal lock was undertaken. A delay of less than 30 min was reported. Procedure concluded using the same devices. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.